Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient appeared having atrial fibrillation (af) with rapid ventricular response (rvr) and received a large number of electrical shocks. There is reasonable evidence suggesting a therapy exhaustion. No adverse patient effects were reported.